Event description:
Event description guidant received information that upon admission of this patient to the hospital, high rate pacing was observed. A review of the patient's heart monitor telemetry strips from the hospitalization indicates that there was sustained a-v sequential pacing at the programmed maximum sensor rate (msr) of approximately 130 ppm. A review of the programmed parameters found that the mv sensor was off and the accelerometer sensor was on. No further diagnostic evaluation of the device was performed at the time. The patient expired later that day.